Event description:
According to the information received, a catheter had a tip cut off/open/broken. The end user reported she had an ace procedure and she inserted a broken tip into the belly button. This caused bleeding and a trip to the emergency room.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing. Coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow up report will be filed.